Manufacturer narrative:
The pt's physician confirmed that the revision surgery was performed due to the distal tubing having pulled out of the abdomen. The physician also reported that this was not a device problem. The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the mfg records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery by the pt that he had a lump on his abdomen around the size of an egg. According to the report, it was determined by his physician that the tubing had retracted and was sitting above the abdominal muscle. The report stated that the pt underwent a revision surgery to have the tubing put in place. The pt stated that he is currently okay.